Manufacturer narrative:
Postal code: (B)(6). The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing.

Event description:
Healthcare professional reported, right-side "skin flap redness occurred when chronic wound tension is applied by artificial materials. Skin thinning and lack of elasticity after irradiation." Device status is unknown.